Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own between two surgical procedures. No patient involvement. Additional information has been requested but not received.

Manufacturer narrative:
The customer reported that the phacoemulsification shut down by itself before two cases. The system was rebooted both times (without complications). There were no incisions made and there were no changes in parameters according to questionnaire information. Additional, related information was requested but was not obtained. The system¿s operator¿s manual states: ¿the infiniti® vision system battery can only be serviced by a factory-trained alcon service engineer. Access by untrained personnel can lead to injury. A qualified technician must perform a visual inspection of the following components every twelve months: warning labels (see section one of this manual), power cord, fuses. Inadvertent pressing of standby switch when system is active will cause unit to shut down.¿ the company representative tested the system, the reported issue was confirmed. The connections were checked, the printed circuit board (pcb) card and dual supply were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 5, 2004. Based on qa assessment, the product met specifications at the time of release. Although the reported event of shut down was replicated, the root cause of the reported event cannot be determined conclusively as multiple parts were replaced. The manufacturer internal reference number is: (B)(4).